Event description:
It was reported that the patients surgical incision was not healing well. The patient was admitted to the emergency room (ER) and underwent an explant procedure. It was also noted that the patient had been given antibiotics. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients surgical incision was not healing well. The patient was admitted to the emergency room (ER) and underwent an explant procedure. It was also noted that the patient had been given antibiotics. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.